Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had an error code 12 when booting up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1 (contact person: mfg site), g3, g6, h2, h6 (investigation conclusions), h11. Corrected fields: d8, h6 (medical device: problem code). A getinge field service engineer (fse) evaluated the unit and confirmed the error in the logs. The fse replaced the front-end board (0670-00-1164). The unit passed all functional and safety tests per factory specifications. The most probable root cause is component reliability.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and checked logs, found "error 12". Troubleshot error message. As per service manual, replace front end board (d670-00-1164). All tests pass. Product passed all functional and safety tests per factory zpecifications. Unit returned to customer. The defective components were received for further investigation. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0670-00-1164 rev. H, sn (B)(6) with a reported unit failure of an error code 12 during bootup. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Could not confirm the reported issue. Sent the board to the supplier for failure analysis per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat). Failure analysis received part from the supplier. They stated that the part fails ict and fct tests. "C265, rn45,rn43 are high value." Probable root cause is a design issue. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.